Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a right heart catheterization scheduled for (B)(6) 2020. The plan was to tune up and assess right ventricular function with transcatheter aortic valve replacement (tavr) /amplatzer work up. Right heart catheter findings suggest that the aortic insufficiency is the cause of their vascular congestion. The patient was placed on intravenous dobutamine and bumex. Awaiting cardiac resynchronization therapy to decrease to obtain tavr computed tomography angiography (cta). The patient's creatinine was 2.2 on (B)(6) 2020. Cta scheduled to be obtained on (B)(6) 2020. Additional information received on 14oct2020 reported that the patient is still inpatient. No further information would be provided at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established through this evaluation. A specific cause for this event could also not be determined. A request for additional information was made, but the account indicated that no further information would be provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6); no product is available for investigation. The heartmate ii lvas instructions for use warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.